Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that crosstalk was observed on this right ventricular (rv) lead. Our competitor technical services (ts) recommended to decrease the pacemaker maximum sensitivity on the competitor device. The boston scientific crm sales representative reported that pacemaker maximum sensitivity was increased to 2.0 millivolts, as the patient was not entirely pacemaker dependent. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that this lead was surgically abandoned and replaced.

Event description:
This lead was surgically abandoned due to oversensed noise and pacing inhibition. Although the patient is pacemaker dependent there was no asystole greater than two seconds.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.